Event description:
Fluid dispensing connector used to transfer parenteral products has hole through protective cap. Probable compromise of product sterility of parenteral medications stored in syringe. Uncertain of sterility of fluid path for transfer purposes.